Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a button error alarm on the insulin pump. They were trying to give a bolus when they were eating. The customer¿s blood glucose during the incident was 196 mg/dl. Troubleshooting was performed. They were advised to observe the time clock for one minute to verify if time advances. Time did not advance. They were advised to remove the current battery and insert a new battery. They were advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. It was noted that the time did not advance. They were advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.